Manufacturer narrative:
Batch review performed on 29 december 2016. Lot 136017: (B)(4) items manufactured and released on 12 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 03 january 2017 ,the medical affairs director performed a clinical evaluation and commented as follows: revision surgery in a young man 8 months after primary cementless tha. At x-rays, the acetabular component looks anteverted and the femoral stem could only find good cortical contact at diaphyseal level, probably due to a narrow canal and thick cortical bone. These are difficult conditions for the onset of osseointegration and it's possible that the young age and the presumably significant activity level may have stressed the interface preventing fixation to take place. No implant defect is evident from the available information.

Event description:
The patient had approximal femur pain. As stated by the surgeon, x-rays revealed no stem osseointegration (loosening) and anteversion. The surgeon decided to change stem, head, liner and acetabulum. Explants are not available.